Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. All components were returned without appearance of damages. Functional analysis was performed. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the 4mm x 30mm enterprise 2 stent was introduced into the prowler select plus, and it advanced, no resistance / friction was felt when the stent passed through the hub area. The stent exited out from the distal tip of the microcatheter, and the tip of the delivery wire was noted to be curved. The issue reported in the complaint regarding the stent being impeded in the microcatheter is not confirmed, as the functional test was performed without issues; however, the issue reported regarding the delivery wire being bent / kinked is confirmed based on the curved condition of the distal tip. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779789. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-nov-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure (transcatheter intracranial artery stenting), the 4mm x 30mm enterprise 2 stent (encr403012 / 8779789) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31338510) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and found that the delivery wire and the microcatheter had become kinked / bent. The physician replaced both devices to complete the procedure. There was no report of any negative patient impact. The complaint included photos of the devices. The product analysis team will review the photos. On 16-oct-2024, additional information was received. Per the information, the patient is a 57-year-old male. The procedure was targeting the ¿middle cerebrum.¿ the procedure was a transcatheter intracranial stenting. When the stent was removed from the patient, it was still on the delivery wire. Continuous flush was maintained through the microcatheter. There were visible kinks / damages observed on the microcatheter as reported. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. No delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos of the devices were reviewed by the product analysis team. The review is documented below. [Photo review]: two photos were included in the complaint file. In the first photo, an enterprise box and an enterprise device inside a dispenser hoop were observed. The second photo showed the distal end of the introducer, and a partially deployed stent with the distal tip of the delivery wire can be seen. The delivery wire had a kinked condition. No other damages can be seen. The reported issue that the stent was impeded in the microcatheter cannot be evaluated based on the photos; however, it is possible that the damage observed on the delivery wire was secondary to the difficulty experienced while trying to advance the delivery wire into the microcatheter. Based on this, the customer complaint is confirmed. Further evaluation will be conducted once the physical device is returned to the laboratory. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779789. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.